Manufacturer narrative:
Additional information: b1- adverse event. B2- requires intervention to prevent permanent impairment/damage. B5-the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -6.00/3.0/104 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged on (B)(6) 2020 due to low vault. Lens was exchanged for a longer length lens and the problem was resolved. Reporter stated that there was viscoelasting after exchange in the eye; surgeon will close monitor the patient. Cause was reported as unknown. 6a. (B)(6) 2020. 6b. (B)(6) 2020. H6-impact code 4629; lens exchanged. Corrected data b5- in initial MDR the statement "the lens was removed and replaced due to low vault with rotation." Is not applicable. Rotation does not apply for this case. H6-type of investigation 4110. Needed to be included in initial MDR. H10-lens work order search: no additional similar complaint type event(s) within associated lots were found. Needed to be included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -6.00/3.0/104 diopter, implantable collamer lens into the patient's left eye (os). The lens was removed and replaced due to low vault with rotation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.